Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. The patient reported that she had been experiencing pain down the left leg. The patient reported that the ins was located in the left hip. The patient reported that it was the same side the ins was located on. The patient reported that there was a fall in the summer that could be related to this issue. The patient reported that she had x-rays done and there were no broken bones but they never checked the device. The patient also reported that she had stepped down hard on her left leg on the day prior to the report. The patient also reported that she had an upset stomach and diarrhea; it ¿runs out like liquid.¿ the patient reported that she wore a pad. The patient reported that after she turned stimulation down from 2.3v on program 3 to 2.1v she was not sure if the pain had stopped. Information about the poor communication with the (B)(6) can be seen in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.